Manufacturer narrative:
In response to FDA report number (mw5084762). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side "I began having terrible pain in my breasts around my implants. It was determined I had capsular contracture." Baker grade is unknown. Device was explanted.